Event description:
It was reported that the external pulse generator (epg) exhibited pauses where there was no capture noted while pacing a patient with no underlying rhythm due to removal of the implantable device during surgery. The epg demonstrated poor sensing, attributed to the absence of an intrinsic conduction system, and the patient was being paced in dual-chamber, no sensing, no response to sensing (doo) mode. Pauses with no capture were noted on the monitor. It was noted that observation of the epg¿s sensing light revealed random flashing, and later continuous monitoring for one minute showed no sensing light. Troubleshooting steps were taken, including increasing the output current in milliamperes (ma) to 20 for both atrial (a) and ventricular (v) leads, but failure to capture was intermittent. Further troubleshooting included replacement of the epg, after which consistent ventricular (v) capture was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.